Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
Philips was informed that during a procedure for the treatment of a coronary artery, the fluoroscopy mode could not be activated for 10 minutes. At a certain moment, it was not confirmed when, the condition of the patient worsened and the patient suffered from a cardiac arrest. The patient recovered and a cold restart of the system made it possible to finish the procedure. According the information philips received from the customer there was no allegation that the malfunction contributed to the cardiac arrest.

Manufacturer narrative:
Philips investigated this complaint. According to the information collected, the patient condition was not directly related to the system malfunction. When stopping a biplane auto cycle, there is a small chance that the system becomes unresponsive and a cold restart is required. The issue will be solved in a new software release.